Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs including an ipg and surgical lead on (B)(6) 2010. It was reported that the pt has an allergy to metal and was experiencing irritation at the ipg pocket site. The pt reported that the symptoms began approx 2.5 months after the implant date. She allegedly complained of pain behind and around the ipg site in the left buttock area. It was reported that the ipg pocket site did not appear red and the pt did not have a fever; however, the skin around the pocket site felt warm and the pt had severe itching at the site. It was reported that the itch was treated with aerius 5 mg for 20 days. The physician plans to either revise the ipg site or explant the ipg depending on whether the pt's symptoms resolve. The procedure date is currently undetermined; no further info is available at this time.